Event description:
The customer reported her blood glucose reached 18.0 mmol/l (324 mg/dl) for more than 48 hours after the pod was activated. She noticed the cannula was out of her skin. The adhesive pad was wet and she could smell insulin leaking.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.